Manufacturer narrative:
Section a4 correction. Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number 8560449) was evaluated following the reported event of being unable to move the safety lock. A portion of the modular cable was returned for analysis and remained connected to the returned heartmate 3 system controller (serial number (B)(6). Visual inspection revealed the mod cable was completely cut near the bulkhead connector, consistent with the provided information of the patient undergoing a transplant and the mod cable being cut during the operation. After cleaning contamination from the system controller¿s safety lock and rotating the safety lock, the mod cable was able to be disconnected. The modular cable¿s bulkhead connector was in unremarkable condition. The contamination and safety lock issue has been further addressed via the system controller investigation. The reported event was unable to be correlated to an issue with the modular cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU with heartmate touch (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 IFU, section 2 entitled ¿system operations¿, instructs how to connect/disconnect the driveline to the system controller, including how to use the safety lock. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the emergency backup battery (ebb) was due for replacement, but the battery door could not be removed. A system controller exchange was attempted, but the system controller safety latch was also stuck. It was later reported that the patient was transplanted on (B)(6) 2025.

Manufacturer narrative:
A4- patient weight requested, information not yet available no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d9: date returned to manufacturer corrected. Sections h2 and h3: corrected for evaluation of returned product. No further information was provided. The manufacturer is closing the file on this event.